Event description:
It was reported that 7 batteries tested and failed testing. No adverse event reported. Battery 2: MFR report #3003793491-2013-00159; battery 3: MFR report #3003793491-2013-00160; battery 4: MFR report #3003793491-2013-00161; battery 5: MFR report #3003793491-2013-00162; battery 6: MFR report #3003793491-2013-00163; battery 7: MFR report #3003793491-2013-00164.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.